Manufacturer narrative:
One device was returned for investigation. The reported complaint was confirmed through the of ¿there was white screen with no display¿ was confirmed through pump power up test. Visual and functional testing was performed. Upon further investigation, it was found that the dso seal was detached. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
The device evaluation identified detached downstream occlusion seal. There was no patient involvement.